Event description:
Boston scientific received information that this product exhibited high thresholds and low lv amplitude. It was determined this lead had dislodged. Lv revision was scheduled. However, upon opening the pocket an infection was suspected and leads were surgically abandoned. At this time, available information notes that this lead remains surgically abandoned an no further procedures have been scheduled. Infection results were negative. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.